Event description:
On (B)(6) 2012, it was reported that the pump did not recognize a filled cartridge, and dispensed insulin during the load step. The patient said the event recurred two more times with two new cartridges. The patient reported that her blood glucose was 322mg/dl without signs or symptoms of a serious hyperglycemic event. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated three "no cartridge detected" warnings occurred on (B)(4) 2012. During investigation the pump did not accurately detect the cartridge during the load step and 40 units was dispensed. A force sensor circuit component was found to be misaligned and had cold non-soldered pins.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.